Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back stating her implant is dead and controller wont find it or charge it. Pt added they unable to charge implant even after trying for an hour; and implant has moved, according to pt it is now barely under her skin. Pt said their unit was dead and would not recharge so they wanted a rep to be there.

Event description:
Additional information received from the manufacturer representative reported that they were able to get it charged. They kept pushing recharging until it brought the battery out of discharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding their implanted neurostimulator (ins). They reported they were having issues charging their implant and the issue began yesterday. Patient stated they were supposed to get an MRI and they got their implant charged and tried to charge the implant and it kept saying it couldn't find anything and kept saying no device found. During the call patient cleaned the recharger and controller pins. Patient reset the controller. Patient plugged the recharger and got no device found. Patient pressed recharge and got no device found again. Patient attempted pressing recharge on the no device found screen a total of 4 times but couldn't get to the passive recharge screen. Patient mentioned they picked up a 60 lb. Potting stool and the implant popped up and was barely inside, and had come up to the top of their skin. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms reported.